Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture, capsular contracture (side unknown). (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction primary with two 250cc mentor memorygel breast implant prostheses experienced left-sided rupture, capsular contracture (grade unknown, side unknown), and suffered several unexplained systemic symptoms postoperatively. The symptoms are chest pain, fatigue, thyroid issues, joint paint, sensitivity to light, hormonal dysfunction, infertility, anxiety, shortness of breath, and toxicity. The patient stated that she started to feel the symptoms since early 2011. On (B)(6) 2019, the patient had a CT scan due to shortness of breath. In 2020, the patient became aware of the CT scan result that indicated left-sided rupture. As a result, the patient is scheduled to undergo bilateral removal without replacement on (B)(6) 2020. It is currently unknown which side the patient experienced the capsular contracture. At this time of report, it is reported for the left side. Follow-up is in progress for clarification. If additional information becomes available, a supplemental report will be submitted. This report is for the left-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s symptoms. Mammogram performed on (B)(6) 2014 indicated bilateral breast cysts. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-dec-2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral ptosis. On 11-jan-2021, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation, the device was observed to be ruptured and was received in three parts. Additionally, within the rupture, an anomaly was observed consistent with a crease/fold. Some pictures were provided in the paperwork received. Upon visual evaluation of one of the images, the device was observed to be ruptured and in two pieces. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).